Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system was in clinical use for a planned mitra clipping procedure. The procedure was aborted until the system was operational. A philips remote service engineer (rse) inspected the system remotely and confirmed the x-ray generation issue. The log file analysis performed by the rse identified point calibration failed of the frontal channel. A philips field service engineer (fse) examined the system on-site and determined that the generator did not start up correctly. Upon troubleshooting, the fse identified that hivo high voltage transformer and power inverter (point) certeray were defective. The fse replaced the hivo transformer and power inverter certeray to resolve the issue. The defective hivo transformer and power inverter certeray was returned to philips for further investigation. The analysis of power inverter certeray identified that fuses f8002 and f8003 on the control printed circuit board were defective. The analysis of the hivo transformer did not confirm a malfunction. After the replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.